Event description:
It was reported that the micro sagittal saw ran without user activation during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered in the motor assembly.